Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas and perceived that the system was not delivering sufficient insulin, with concurrent difficulty syncing data and connecting the cgm app for review. Symptoms included elevated glucose levels consistent with hyperglycemia. Outcomes included the need for customer support follow-up to assist with data synchronization and review of the event. Investigation included attempts to obtain event details, assist with ilet-to-app syncing, and verify cgm connectivity. Investigation of this case revealed that the dexcom cgm was communicating with the ilet, while issues persisted with connecting the dexcom app and syncing the ilet app, and the cause of hyperglycemia remained unclear due to limited data. It was concluded that the root cause could not be determined based on the available information and additional information from the customer is required for further assessment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.